Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in a urological procedure on an unknown date. (Patient ID, age, and weight are unavailable).according to the complainant the physician reported that the navigator ureteral access sheath is too hard to place and that the tip is too blunt. It was also reported that the coating of the device is too sticky causing the device to be difficult to remove. Additional attempts have been made to obtain additional product and patient information. The physician reported that he was unable to recall all the details of the event.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in a urological procedure on an unknown date. (Patient ID, age, and weight are unavailable) according to the complainant, the physician reported that the navigator ureteral access sheath is too hard to place and that the tip is too blunt. It was also reported that the coating of the device is too sticky causing the device to be difficult to remove. Additional attempts have been made to obtain additional product and patient information. The physician reported that he was unable to recall all the details of the event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date cannot be determined. It was reported that the procedure was performed at one of three facilities. We are unable to confirm whether the event occurred at (B)(6) hospital. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.